Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed out the pump supplies. The customer's blood glucose (bg) level was 452 mg/dl with a large ketone level that was considered as being dangerous. A bolus was delivered in an attempt to lower the bg level. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with an insulin and saline drip. The customer was discharged on (B)(6) 2017 with the bg back down to the target range. The customer had not received another occlusion.